Manufacturer narrative:
On july 15, 2010, carefusion sent a letter via e-mail to the user facility seeking additional info concerning the reported event, the condition of the pt and the repair of the device. As of the date of this report there has been no response to the letter from the user facility. (B)(4). The following info concerning the eval of the device by the user facility is a summary of the info documented by a carefusion tech support specialist in response to a phone conversion with a user facility representative. The user facility's biomed evaluated the device and found that the device's batteries were completely discharged. Once charged the biomed ran the device for two days with no problems noted. The user facility has placed the device back into service. The user facility's biomed that either the device was not plugged into an a/c receptacle at the time of the event or the a/c receptacle is faulty. Based on the info provided by the user facility, carefusion has determined that the device was operated on battery power until the batteries were completely discharged at which time the device shut down and alarmed. Carefusion considers this to be an isolated incident.

Event description:
The following description of the event was documented by a carefusion tech support specialist(s) in response to a phone conversation with a user facility representative. "[Name remove] called in stating, per rt ventilator shut down while on pt, pt was unharmed, rt at the bedside. No other details were provided. I requested more details, [name remove] will contact the rt who was with pt. Asked him to provide the following info. Also, [name removed] checked the error log and it shows turbine sn mismatch, and the date and time are 01/01/2001. He reset date and time and when he turned the unit back on it defaulted back to 01/01/2001. Improper shut down was also noted on error log. No other troubleshooting was done at this time. He will run ovp and call back with more details. "[Name removed] called back with some details of the incident. He said the rt claims the vent was dead, no alarm and no ventilation going on when they entered the room. [Name removed] suspects that the vent was not plugged in because when vent was given to him, he tried to turn the vent on battery power and it would not come on, only faint audible alarm sound. He said he then plugged unit in and vent turned on. He then unplugged vent from a/c and it showed "low battery" for a second and shut down. They just replaced the batteries in this vent a few months ago so he knows they are good. He also suspects the a/c receptacle that vent was supposedly plugged into and is having engineering check it out. [Name removed] had tested the vent several times and ran the vent in his biomed shop for 2 days and everything checks out good so he has already put the vent back into service. [Name removed] is faxing me the vent settings which I will forward to [name removed] in (B)(4) complaint dept."